Event description:
Inconsistent reactions including unexpected negative reactions, were observed when performing capture-r ready screen (crrs) assay with capture-r ready indicator cells (crric). Manual testing was performed.

Manufacturer narrative:
No medical action was taken as a result of the unexpected positive reactions. Inert in-house donor samples were tested with retention crrs, lot x142, using retention crric, lots 221903 and 221904. No unexpected reactions were observed. Only crric, lot 221094 was returned for investigation testing. Inert in-house donor samples were tested with retention crrs, lot x142 and returned crric, lot 221094. Fuzzy reactions with a reddish background were observed. The unexpected appearance of the reactions were caused by the hemolysis (2+) present in the returned crric. The direction circular states "capture r ready indicator cells should not be used if the red cells darken from red to brown, if there is significant hemolysis...". The event is likely due to user error.